Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing more pain and was not getting an adequate pain relief. It was noticed that the ipg was protruding. The patient underwent an explant procedure. No device malfunction was suspected. The explanted ipg and leads were not returned.